Manufacturer narrative:
Following the reported event, a steris technician confirmed the processor's aspirator probe and tubing were operating according to specification. No abnormalities or defects were noted. Steris was unable to confirm with confidence that instruments were reprocessed by the facility when residual sterilant was observed in the sterilant cup. The facility's steris account manager confirmed the facility is aware of the proper procedure when residual sterilant is noted following completed processing cycles. The system 1 express operator manual (7-12) states, "warning: always verify that the sterilant container is empty at the completion of the cycle." In addition, "if the sterilant container is not empty, then the load cannot be considered sterile".

Manufacturer narrative:
It is unknown whether surgical instruments were reprocessed after the reported event. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported their system 1 express left residual chemistry in the sterilant cup at the end of a processing cycle. The chemical indicator did not evidence passing results. No report of injury or procedural delay or cancellation.